Manufacturer narrative:
###A supplemental is being submitted for additional information. Updated sections: - b5.desc evt problem - b7.relevant history - h10. Addt manufacturer for MDR (added controller associated device) product event summary: the controller ((B)(6)) was not returned for evaluation. Four (4) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. The batteries were able to adequately connect to and provide power to a test controller without any anomalies observed. Visual evidence provided by the site revealed contamination within power port one (1) of the controller. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the available data log file revealed several momentary disconnections involving (B)(6). Analysis of the data log file revealed multiple instances involving (B)(6), where the batteries relative state of charge (rsoc) was between 101-201 which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. As a result, the reported battery poor mechanical connection event could not be confirmed. However, it is likely the reported ¿connection issues¿ and ¿the light did not switch to the other connection¿ events are related to the observed momentary disconnections and communication errors. The most likely root cause of the observed controller port contamination event can be attributed to the handling of the device. The batteries were lubricated prior to release. Possible root causes of the communication errors can be attributed to the controller not receiving responses from the batteries, the packet error checking method detecting bit errors, and/or due to momentary disconnections on the communication pins of the controller, potentially due to contamination. CAPA pr00574181 is investigating momentary disconnections. Additional products: (B)(6)¿ battery d9: yes, return date: 01-feb-2023 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401, g02002 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 (B)(6) ¿ battery d9: yes, return date: 01-feb-2023 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401, g02002 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 (B)(6)¿ battery d9: yes, return date: 01-feb-2023 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401, g02002 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #: 1420 / expiration date: 30-apr-2020 / serial #: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 17-apr-2019 h5: no h6: patient ime code(s): e020201 h6: imf code(s): f11 h6: img code(s): g04035, g0403401, g04070, g04034 h6: FDA device code(s): a18 h6: FDA method code(s): b17, b15 h6: FDA results code(s): c04, c15 h6: FDA conclusion code(s): d02, d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a controller showed visual evidence of contamination within the power port. The controller remains in use.

Event description:
It was reported that batteries exhibited connection issues and it was stated that "this happened two times on connection port 1 but did not see what it was¿. It was further observed that the patient was very nervous while changing batteries and that the patient did so quickly that while changing the power outlet cord, the light did not switch to the other connection and made no sound that it was connected. The patient was asked do the exchange more patiently, and the light switched, and the battery made a connection sound. The four batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650/catalog #: 1650, expiration date: 30-apr-2022, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 07-apr-2021, labeled for single use: no. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.